Event description:
I had a total knee replacement (B)(6) 2012. Since that time, I have experienced nothing, but pain and fluid on my right knee which is debilitating. Initially, I had a second surgery for hemorrhaging, but I still continued with the problem of debilitating pain. At the time of the second surgery, I was told that I might have a bleeding disorder. This comment was followed by blood tests and the tests did not substantiate that diagnosis. I have had numerous tests and consults by 3 different orthopedic surgeons. One of the consults resulted in another surgery. There was some retained cartilage. This did decrease the continous pain, but I still have copious amounts of fluid on the knee, which decreases the flexibility of the knee and I experience pain which is almost not bearable. Not one md has been able to explain to me why I have the copious amounts of fluid. If that was not present, I think I would be able to function. Still having no answer, I have begun looking at possible other causes, i.e., potential recalls. The actual implant was tibial insert ps fixed sa 5 14mm right material pe type 1 ps 02.07.0514psf. Lot number was 121583. Catalogue number was 02.07.1205r. Manufacturer was medacta. I continue to search for answers that thought there might be other similar reports on the above referenced product.